Manufacturer narrative:
Deflation of bilateral breast implants. Bilateral exchange with mentor devices. Original surgery was performed by dr in 2000 using hutchison hth 0450cc saline-filled implants, which were filled to a volume of 0530cc(left) & 0575cc(right), in which they were over filled by 050cc(left) and 095cc(right). Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan style 68 devices that were filled to the volume of 550cc. Proudct was rec'd inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection identified a patch - shell breach measuring approximately 45mm in length, which is located at the 2 and 7 o'clock positions. (When the product was held in such a position that the brand name was upright and horizontal). Pressure testing could not be completed due to the position of the breach. Microscopic examination (x10) identified the breach follows the edge of the barrier patch, although the exact cause could not be determined. The product met all manufacturing and quality specifications post MFR. No conclusion can be drawn.